Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue.